Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a left atrial appendage closure procedure, a pericardial effusion occurred. Transseptal puncture was missed when attempted. A transesophageal echocardiogram diagnosed an effusion. A pericardiocentesis was performed to stabilize the patient. The case was cancelled and the amulet device was not used. There were no performance issues with any abbott device.